Manufacturer narrative:
Three opened trocar blade handle assemblies with caps and onme trocar hub assembly with a plug were received in a small parts tray for evaluation. The returned samples were visually inspected. The three trocar were found to be nonconforming with damaged ears of the trocar blades. The trocar hub assembly was also found to be nonconforming with a damaged cannula. A dimensional test could not be performed due to the damage on the trocar blades and the damage of the trocar cannula. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples were found to be visually non-conforming, therefore, the report described by the customer was confirmed; however when and how the cannula of the trocar and the trocar blades became damaged could not be confirmed and a root cause cannot be determined from the evaluation performed. The exact root cause for the damaged trocar sample is unknown, therefore specific action with regards to this complaint cannot be taken. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the anytime an instrument entered or exited the trocar, the trocar would detach or be difficult to insert; this caused leakage from the eye during surgery. No additional surgical intervention was required. There was no adverse event for the patient.

Manufacturer narrative:
No sample has been returned for evaluation for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar assemblies are 100% inspected for gage size and all trocar blades are 100% inspected. Any nonconformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).